Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. Programmed and delivered several bolus deliveries. The audio beep was heard after the buttons were pressed. No unexpected battery failed alarms, audio anomaly, absence of audio alarms, or hardware low level failures alarms noted during testing however, hardware low level failures confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. The pump was received with case cracked behind the pump near the battery compartment

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose value was unknown at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.